Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention performed. There were no patient consequences.